Event description:
Same case as MDR ID#: 2134265-2014-01534. It was reported that during a coronary artery stenting treatment procedure shaft breakage occurred. The target lesion was located in the calcified proximal left circumflex artery (prox lcx). After pre-dilation, a 2.5x12mm promus premier stent was advanced and implanted, but it missed the ostium target lesion. Then a 2.5x8mm promus premier stent was attempted to advance to the ostial lesion, but it was caught on the struts of the 2.5x12mm promus premier stent and would not cross. There were no stent strut damage for both stents. After multiple attempts to get the 2.5x8 promus premier stent to cross in order to overlap the two stents, the shaft snapped outside of the guide catheter. The device was removed successfully. Another 2.5x8mm non-bsc stent was placed in the target lesion with great result. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).